Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with palpitations. Interrogation revealed mode switch episodes, atrial lead noise, and noise on both device channels. Trending found instances of low, out of range atrial lead impedance. The patient reported that his previous doctor alleged the atrial lead may be fractured. Programming changes were made. The patient was stable.